Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheek (ck1), nasolabial fold (nl1), and jaw (jw4, jw5) with 1 ml of juvéderm® voluma¿ with lidocaine and with 1.25 ml of harmonyca¿ with lidocaine. The patient developed a ¿swollen face¿ and a ¿hard, painful nodule plaque.¿ an ultrasound was performed that showed, ¿suggestive signs of filler and biostimulator material, as described and located above, with emphasis on inflammatory/reactive changes in the pre-auricular/infrazygomatic regions, especially on the left.¿ event status was unknown. This file captured the juvéderm® voluma¿ with lidocaine.